Event description:
Customer reported he was unable to test due to his adc blood glucose meter not powering on with button press or test strip insertion even after battery replacement. Customer further reported that around (B)(6), 2013 he was "incoherent" and called the paramedics. Paramedics arrived and transported the customer to a local hospital, where he was administered glucose via intravenous infusion. Customer reported he was "hospitalized for a couple of weeks", however the diagnosis is unknown. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The meter was returned and investigated with retained test strips. The meter powered on with button press and test strip insertion. Blank screen was not observed and no new issues were observed. The complaint is not confirmed.